Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, no blood flow from the marker lumen occurred despite successfully flushing prior to use. A new prostyle device was used to achieve hemostasis. A hematoma of less than 6cm formed on the right groin after the procedure which was treated with manual compression during 24 hours of the patient's stay in hospital. Due to the hematoma, hospitalization of the patient was extended by one day. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of hematoma is listed in the electronic prostyle instructions for use (eifu), as a potential adverse event associated with the use of the device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment is related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.